Event description:
Performing a rotational arthrectomy of the left superficial and popliteal arteries. During the course of the procedure, the device abruptly stopped rotating. At this time the diamond back catheter could not be advanced nor pulled back. The product representative contacted the company for potential solutions. After multiple attempts at trying to remove device, surgery was consulted and the decision made to surgically remove the device.